Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and it was found the tip was drilled and bent. The cause of this condition was failure to follow the directions for use. It was determined that the burr was improperly loaded into the attachment device and then installed onto the drill. Therefore, the burr device did not seat properly in the locking chamber. The attachment device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into the neuro tip causing it to bend. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that post-surgery, it was observed that the foot plate of the craniotome device had a broken tip - foot plate. There was no patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.